Event description:
The customer stated that he's been in the hospital for the past week and a half due to low blood glucose levels. The customer did not want to provide further information, but stated that it had nothing to do with the device. The customer stated it was due to bad control of his blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.